Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that on (B) (6) 2010, (B) (6) 2010, and (B) (6) 2010 the tubing of the infusion set was bent at the luer connection and the headset connection. This led to elevated blood glucose of up to 341 mg/dl. The pt changed the infusion set and bolused to lower blood glucose. The pt's normal blood glucose level is 100 mg/dl. The pt changes the headset every 3 days and the infusion tubing every 6 days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.